Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between april 13, 2023 and december 08, 2023 recorded the initially stable pacing impedance around 500 ohms with an abrupt increase to around 800 ohms in june 2023 and subsequent varying values between 500 ohms and 300 ohms. The test value on december 08, 2023 was 195 ohms in unipolar and 448 ohms in bipolar. Furthermore the pacing threshold trend curve showed values until august 2023 between 1 v and 3 v. There were no test values available on december 08, 2023. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. Based on the available data, the integrity of the lead cannot be assured. In spite of the provided information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing in the ventricular channel and inability to pace at max outputs was detected when device was interrogated after patient incurred a head injury due to syncope. Lead currently remains implanted. Should additional information be received, this file will be updated.